Manufacturer narrative:
Product complaint # (B)(4). H6. Health effect - clinical code: e2402 - tumor. Additional information was requested, and the following was obtained: 1. What were the diagnosis and indication for the index surgical procedure? Radical prostatectomy. 2. What is meant by ¿a tumor occurred¿? A tumor developed. 3. What were current symptoms following the index surgical procedure? Onset date? No further information is available, but the patient has already been discharged within the last two months. 4. What is the patient¿s current status? The patient has already been discharged within the last two months. Additional information was requested, and the following was unavailable: 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What was the date of index surgical procedure? 3. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 4. Was there any intraoperative concurrent use of other products? 5. What is the lot number? 6. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 7. Where was the surgicel used (on what tissue)?. 8. How much surgicel was used during the procedure? 9. Was the surgicel product left in place? Was the excess irrigated and removed? 10. Were cultures performed? If yes, results? 11. Has any surgical or medical intervention been performed? 12. What is physician¿s opinion as to the etiology of or contributing factors to this event? 13. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, tumor, and inflammation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a radical prostatectomy procedure on an unknown date and absorbable hemostat was used. After the procedure the pelvic floor was infected, a tumor occurred, and the bladder-urethral anastomosis became inflamed. The patient has already been discharged within the last two months. Additional information was requested.

Manufacturer narrative:
(B)(4). Device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? What was the date of index surgical procedure? What were the diagnosis and indication for the index surgical procedure? Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. Was there any intraoperative concurrent use of other products? What is the lot number? What is meant by a tumor occurred? What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? Where was the surgicel used (on what tissue)? How much surgicel was used during the procedure? Was the surgicel product left in place? Was the excess irrigated and removed? What were current symptoms following the index surgical procedure? Onset date? Were cultures performed? If yes, results? Has any surgical or medical intervention been performed? What is physician¿s opinion as to the etiology of or contributing factors to this event? Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative infection, tumor, and inflammation? What is the patient¿s current status?